Event description:
Hamilton medical ag received the following incident description: error code t9950 communications error.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: error code t9950 communications error.